Event description:
It was reported the patient has been experiencing discomfort at the ipg site due to weight loss. The patient is scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number is included ina field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.